Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. According to the patient, on (B)(6) 2025, the patient woke up and went to the bathroom and experienced a loss of consciousness. After the patient regained consciousness, she checked her cgm which displayed a ¿critical low¿ alert. The patient contacted 911 for emergency medical service (ems). The patient was transported to table hansen hospital, where she was admitted for 5 days. The patient declined to provide further information about the event. Although the cgm was reported inaccurate, there were no bg nor cgm values documented. At the time of report, the patient¿s condition was unspecified. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.